Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) failed the pim leak test during the all manifold tests. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device (10) the getinge field service engineer (fse) who encountered the issue replaced the pneumatic module assembly. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Manufacturer narrative:
The national repair center installed the patient interface module assembly p/n 0997-00-0078, s/n (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the patient interface module assembly to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual part number 0070-00-0639 revision p. The nrc could not verify the failure of the patient interface module assembly not passing the pim leak test. The patient interface module passed the all manifold test. Retaining the pim in the nrc per procedure 0002-07-d008 rev aj. Further investigation may be required by sustaining engineering. If further investigation is not required, the safety disk shall be scrapped. The non-conformancies with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.